Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in the clinic for assessment after receiving inappropriate therapy for what device deemed ventricular fibrillation. Review of the strips showed signals. Isometrics were performed but no noise was reproduced. Programming changes were made to the device.